Manufacturer narrative:
Vyaire file identification: (B)(4). Vyaire technical support assisted the customer to troubleshoot the device. After the tests, technical support informed customer that the gas delivery engine (gde) needs to be replaced. The suspected device/component is still under investigation. Therefore, a definitive root cause cannot be determined at this time.

Event description:
The customer reported that the avea std comp experienced a circuit occlusion and circuit disconnect alarm. There was no patient involve associated with the reported issue.